Event description:
It was reported that the user experienced insulin leakage at the top of the ilet cartridge where the connector attaches, occurring after switching from filling cartridges with insulin pens to filling from vials, with multiple needle punctures into the cartridge during filling; the user discontinued ilet use and reverted to mdi, and the highest reported glucose during the incident was 400 mg/dl with prolonged hyperglycemia for about four hours, which was addressed by changing supplies. Investigation included complaint intake, troubleshooting, and user education regarding proper cartridge handling and filling technique. Investigation of this case revealed leakage consistent with cartridge seal compromise associated with repeated needle punctures during vial-based filling, resulting in delivery interruption and high glucose; the device alerted for high glucose. No clinical symptoms associated with hyperglycemia reported. Outcomes included hyperglycemia without the need for outside assistance or medical intervention. It was concluded, based on previously established findings for similar reports, that user technique and repeated puncture of the cartridge septum were the most probable causes.